Event description:
The user asked for a fitting appointment due change in the hearing level and poorer performance. Reimplantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
According to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. In addition a complete insertion was not achieved at implantation surgery with four channels remaining extra-cochlear. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation had been scheduled on (B)(6) 2024. However, no confirmation that the surgery took place has been received.

Event description:
The user asked for a fitting appointment due change in the hearing level and poorer performance with the device. Re-implantation had been scheduled on (B)(6) 2024. However, no confirmation that the surgery took place has been received.

Manufacturer narrative:
According to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. In addition a complete insertion was not achieved at implantation surgery with four channels remaining extra-cochlear. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user asked for a fitting appointment due change in the hearing level and poorer performance with the device. Re-implantation took place on (B)(6) 2024.

Event description:
The user asked for a fitting appointment due to changes in the hearing level and poorer performance with the device. The user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. In addition a complete insertion was not achieved at implantation surgery with four channels remaining extra-cochlear. The problems given in the recipient report appear to match the damage found. This is a final report.